Manufacturer narrative:
Product ID 8835, serial# (B)(4). (B)(4) analysis of the personal therapy manager (ptm) / external patient programmer revealed a broken telemetry module board. Therefore, an issue/malfunction with pump itself it not supported. Additional review of this MDR determined that there is no information to reasonably suggest that the pump in this report malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 the patient reported that he got his pump filled about 6 months ago and on monday the healthcare provider said the bolus's are not going through that there is too much drug left. The patient stated that the ptm (personal therapy manager) showed successful when the patient uses it. The patient reported still feeling pain for at least 6 months. The patient was transferred to repair. The patient believed he was getting the correct boluses, but his physician did not agree. The patient was sent a new ptm. No further complications were reported.